Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided information on how to perform a reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being informed to reach out if the issue arises again.